Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was noted oversensing with one ventricular fibrillation (vf) of 150 ms average v cycle on 2006-(B)(6).

Event description:
It was reported that there was a possible fracture on the pace/sense portion of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database. Europace. 2016;18(9):1391-8.

Event description:
It was additionally reported from follow up that the patient received inappropriate therapy and the lead exhibited noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.